Event description:
It was reported that the foley catheter was not in the tray.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure.based on the attached photo, observed there was no catheter attached on the inlet tube. There was no trace of cyclohexanone at inlet tube connection area. Based on the reported event and visual inspection based on photo attached, this failure mode can be happened at manufacturing site and confirmed related to manufacturing. A potential root cause for this failure could be due to operator error or operator handling method. A review of the device labeling have been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections made to tab(s) d,f,h. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was not in the tray.